Manufacturer narrative:
Received one custom dpt kit with attached IV bag for evaluation. A white loose particulate was found inside the drip chamber. The particulate was approximately 9mm x 7mm in size. The particulate stayed inside the drip chamber and did not pass through the filter (at bottom of the drip chamber) during flush test. Particulate was removed from drip chamber for chemistry analysis. Per chemistry evaluation, the ir spectrum of the unknown white substance showed similar absorption characteristics when comparing to delrin like material. A review of the manufacturing records indicated that the product met specification at the time of release.

Event description:
It was reported that unknown paper-like material was found on the IV spike before use upon opening the pouch. There were no patient complications reported.